Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the response button was damaged and would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons damaged and do not activate device) has been confirmed. Upon eval, the metallic dome was missing from the front response button. The cause for the inability to activate the device is the missing metallic dome. The root cause for the damaged front response button cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged response button. The pt received a replacement monitor.